Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified proximal to mid left anterior descending artery. A 3.00 x 48 synergy¿ drug-eluting stent was advanced to treat the lesion. However, difficulties were encountered going through the lesion and when the physician applied force, the stent was twisted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.